Event description:
The manufacturer received information alleging a ventilator failed to provide pressure when the patient is connected to the device. The device's ventilation lock is broken. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed to provide pressure when the patient is connected to the device. The device's ventilation lock is broken. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. During the evaluation the lock that provides appropriate pressure upon connecting patient to the device was found to be broken. Service required alarm conditions indicating the active exhalation valve was stuck open and leaking were observed. The device's proportional valve and three-way solenoid valves were replaced to address the issues. Additionally, the device's blower assembly, blower bellows, machine flow sensor, system board, air inlet foam filter, vanity cover, inline filter and particulate filter were replaced preventatively. There was no allegation of component failure. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.